Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that reason for revision was to add new lead to cover patients new pain. The patient underwent a revision procedure wherein a new lead was added and the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.